Manufacturer narrative:
An event of migration or expulsion of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received and per event details, the cause of reported event could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as snaring of device. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Per the instructions for use, IFU amplatzer piccolo occluder, it stated, " the amplatzer piccolo¿ occluder is contraindicated for patients with the following conditions: weight < 700 grams at time of the procedure. Age < 3 days at time of procedure. However, it was unable to determine if an improper or incorrect procedure or method contributed to the reported incident. Therefore, a letter will not be provided to address the deviation from the IFU.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3mm x 4mm amplatzer piccolo occluder was selected for implant on (B)(6) 2025 for a 4 week old patient with a weight of 900 grams, a minimal ductus diameter of 1.9mm and a ductal length of 9mm. Sizing was determined through fluoroscopic angiogram. During the procedure, upon release of the occluder from the delivery cable, the occluder embolized to the left pulmonary artery. The occluder was snared and removed from the patient. A new 4mm x 2mm amplatzer piccolo occluder was successfully implanted. The patient did not present with any clinical signs or symptoms. There were no clinically significant delays in the procedure. The user believe a ductal spasm caused the occluder to embolize. The patient status was stable.